Event description:
The suspect device result was 190 mg/dl. The user went to the hosp and a lab glucose was 111 mg/dl. No controls were used. No treatment alleged. The device was replaced and requested to be returned for evaluation.